Event description:
Crews responded to a witness cardiac arrest call, patient attached to the device with ECG and defibrillation electrodes. Initial rhythm pea, patient cool to the touch, cyanotic with fixed and dilated pupils. The patient was intubated, ivs and CPR were started. The patient's rhythm converted to v-tach and an attempt was made to defibrillate the patient. Reportedly, the device would not recognize the pads and a shock could not be delivered. A back up monitor was on-scene the patient was transferred to that device while CPR and drugs were continued. The patient's rhythm converted to v-fib and then asystole. Pacing was activated, the crew stated they were able to achieve electrical capture but not mechanical capture. The patient was transported to the hospital, patient condition remained unchanged and the underlying rhythm remained asystole. The patient was not resuscitated, the reporter stated the patient's outcome was not a result of device operation. The reporter's opinion was based on an assessment of the patient's lack of response to treatment.